Event description:
Failed implants. Bone grafted area; 4 months implant placement. Site ada# 14. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Ref report: mw5149656.